Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6m vticmo12.6 implantable collamer lens of -8.0/1.5/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different cylinder and axis lens due to refractive surprise. The exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage and foreign (fibers)on the lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).